Event description:
It was reported by the repair team that the device operates automatically without activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated which revealed that the wires present where the cables enters the strain relief near the handpiece end were broken. This is the cause for the handpiece to run on its own.